Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding an infection involving an unknown poly liner was reported. The event was not confirmed. The clinician's review of the 2 x-rays provided was inconclusive. The clinician commented that the x-rays were not identified if post-op or pre-op, but the implant was not loose on the x-rays. Need op report, confirmation of event, dated x-rays and medical records for a meaningful clinician review. The investigation concluded that the exact cause of the event could not be determined because further information such as confirmation of the event, identification of the device, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a knee revision due to possible infection.

Event description:
It was reported that there was a knee revision due to possible infection.